Event description:
A customer in (B)(6) has reported a misidentification of pseudo nosocomialis as nocardia brasiliensis when using the vitek® ms system, reference 410895. The gram staining and orientation test performed on the bacteria shown that the strain is a gram negative / oxidase positive organism. Nocardia brasiliensis has been obtained with 98.9% of confidence level by vitek ms. This result is not concordant with the first results obtained because nocardia is a gram positive bacteria. Consequently, sequencing test has been performed as a reference method and pseudo nosocomialis has been identified. Gram staining : gram negative. Orientation test : oxidase positive. Initial result : nocardia brasiliensis. Repeat result : pseudo nosocomialis. No patient impact has been reported by the customer as a result of this misidentification. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Investigation the investigator reviewed the complaints database for previous reports similar to this customer's issue. No other complaint has been recorded regarding misidentification of pseudomonas nosocomialis as nocardia brasiliensis. Additionally, no capas nor non-conformities were found linked with customer's complaint. Fine tuning the fine tuning analyzer report for the last fine tuning done before the identification issue was not provided. Consequently, it is not possible to confirm the fine tuning quality before the identification issue. Spot preparation the calibrator and sample ¿all peaks¿ values are heterogeneous. This suggests a non-optimal spot preparation of the calibrator strain (culture, spot, different operator, operator skills, ¿). Knowledge base review based on the information provided, the expected identification is pseudomonas nosocomialis which is not present in vitek ms kb v3.2. Sample data analysis the misidentification result was obtained with low identification score (-0.38) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0,4). Moreover, the misidentification result was obtained from the spectra having a low number of peaks (38) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (minimum is 30 peaks). The sample ¿all peaks¿ values are heterogeneous, varying from 0 to 623. This adds to the evidence supporting the conclusion that the customer's spot preparation was not optimal. Pseudomonas nosocomialis is not present in vitek ms kb v 3.2. The following system limitation exists in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ root cause - system limitation (specie out of vitek ms kb v3.2) - non optimal spot preparation conclusion. No further investigation is needed. Local service provided additional training materials to the customer to help improve the spot preparation technique. Service also provided information regarding vitek® pickmetm (ref 423551/ 423546). In the event of a recurrence, service also forwarded a request for the customer to provide the analyzer report for the last fine tuning performed before the issue.